Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., h.11. The device was returned in the blister tray inside the carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was fully advanced. No damage was observed to the device. There was no haptic present in the returned device. The lens was returned wrapped in gauze material. Viscoelastic was dried on the lens. Both haptics was broken in the gusset area. Only one haptic was returned. The optic was broken into four pieces. Four photos were provided that shown the trailing haptic broken and present inside the nozzle tip. The distal area of the trailing haptic extended beyond the device. The plunger was retracted to the fill line. The other photos were of the device mylar, the carton, and the carton end cap. A device history record review and a non-conformance-based review of the lot was performed and did not reveal any potential contributing factors to the reported complaint. All corresponding production release specifications defined in the device master record were met. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint of trailing haptic was stuck in the injector. Based on the provided photos, the trailing haptic was broken and was present inside the device nozzle tip. The distal area of the broken haptic extended beyond the device. The plunger was retracted to the fill line. Upon return, the position of the plunger varied from the photo, as the plunger was fully advanced. There was no haptic remaining in the returned device. The lens was outside the device. The optic was broken into four pieces and both haptics were broken in the gusset area. Only one broken haptic was returned. The plunger position in relation to the broken haptic during advancement cannot be determined. The IFU instructs: after the lens has been advanced to the fill to line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the fill-to line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded haptic or a lens that appears to be out of position can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company lens, the company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The trailing haptic may become stuck: if the plunger is not fully advanced the haptic may not release properly from the device due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. ¿ if the operating room temperature is too high (more than 23 degree c or 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Broken haptics may occur: due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. If the operating room temperature is too high (more than 23 degree c or 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photos were provided of the used device. Photo one displayed most of the used device placed on its side with posterior surface visible to camera. The device was placed on folded white gauze material. The serial number was visible on the mylar ((B)(6)), 21.0 diopters. Viscoelastic was observed in the device. The plunger was retracted to the fill line. A broken haptic was observed at the plunger tip in the device. The distal area of the broken haptic extended beyond the device. The remainder of the lens was outside the device. The other haptic was broken in the gusset area. The optic was broken into four visible portions. Photo two displayed the end cap of the product carton which displayed the product information. Photo three showed the device tilted toward the camera with ungloved fingers in order to capture the mylar with the product information. Photo four displayed the back of the product carton held by an ungloved hand. The used device was visible in the background on the gauze material. The broken portions of the lens were also observed on the gauze material. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the trailing haptic was stuck in the injector and the haptic was damaged or jammed in preloaded delivery system. There was a patient contact. Additional information has been requested.